Event description:
Case description: investigation results: 1. Name: novopen echo® plus, batch number: mvg8m31 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. 2. Name: novorapid® penfill® 100 e/ml 3 ml, batch number: mr7hy07 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission, the case has been updated with the following: -investigation results updated for novopen echo plus and novorpaid -malfunction field updated to no. -is non-reportable field filled. -final report check box ticked in EU ca tab. -expected date of follow up was removed. -annex b, c, d, g codes were added. -narrative updated accordingly. Final manufacturer's comment: 28-jun-2024: the suspected device novopen 6 has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia. Elderly age of the patient and underlying medical condition of type 1 diabetes mellitus are significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: name: novopen echo® plus, batch number: mvg8m31 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Visual examination and functional testing were performed. The mechanic pen mechanism was found to be function normal. During test the memory display was reflected the dialled dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event [preferred term] (related symptoms if any separated by commas) high fluctuating blood sugar level 28 mmol/l [blood glucose increased] no insulin is coming out from novopen echo plus [device failure] case description: this serious spontaneous case from norway was reported by a consumer as "high fluctuating blood sugar level 28 mmol/l(blood sugar increased)" with an unspecified onset date, "no insulin is coming out from novopen echo plus(device failure)" with an unspecified onset date, and concerned a 76 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", , novorapid penfill (insulin aspart) from unknown start date for "type 1 diabetes", patient's height, weight and body mass index was not reported dosage regimens: novopen echo plus: novorapid penfill: current condition: type 1 diabetes. (Duration not reported) on an unknown date patient's blood sugar (blood glucose) levels were fluctuating high all night, around 28 mmol/l. Patient contacted the emergency room and happened to have another pen that could be used. The product has been used for a long period of time. Informs that the pen has been used with needles from other companies than novo nordisk, but during the conversation reporter tested the pen with novo needles and no insulin was coming out. Batch numbers: novopen echo plus: mvg8m31 novorapid penfill: mr7hy07 action taken to novorapid penfill was not reported. The outcome for the event "high fluctuating blood sugar level 28 mmol/l(blood sugar increased)" was unknown. The outcome for the event "no insulin is coming out from novopen echo plus(device failure)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: additionally there was no event was reported for novopen 6 initially. However, upon receipt of complaint samples, two novopen 6 were received together with novopen echo plus for investigation. Since last submission, the case was updated with the following: -expected date of follow up report. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.